Event description:
Maxzero ivs that we are using do not allow us to connect and disconnect without having drips of fluid on them. I have tightened them but when we disconnect from the hub, there are still drips of liquid. We are using radioactive material for this. Also the sponge part of the hub, the activity is getting hung up in there. We have to flush it profusely.